Manufacturer narrative:
(B)(4). Date sent: 8/11/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received unfired. And with damaged noted on the reload notches. This damage is consistent with an attempt to load the reload on the device. The reload cannot be forcibly installed into the channel of the test device, no functional test was performed. The high installation force is related to the channel and reloads interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2021. D4: batch # u5ev8j. H6: component code = g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received unfired. The returned reload was loaded into a test device and it was difficult to load the returned reload into the test device, hard force was used to fully seat the reload into the device, the device achieved its complete firing sequence, the staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that product failure is multifactorial. The high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, it was stiff to load the cartridge into the jaw so that it fell off into the patient before the firing. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.